Manufacturer narrative:
The investigation for the retroperitoneal bleed has been completed. Clinical details states that due to the retroperitoneal bleed, a 7mm covered stent was used to stop the bleeding. The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Event description:
The us complainant had a cp pump placed for a high risk percutaneous coronary intervention patient with multiple cardiac comorbidities. The patient had atrial fibrillation, mitral regurgitation, hypertension, hyperlipidemia, peripheral vascular disease, chronic obstructive pulmonary disease, and planned percutaneous coronary intervention. The pump was placed and perclose planned for hemostasis. After the explant and perclose adjusted/closed the patient condition deteriorated. The team believed a rp bleed to have occurred and they placed a femostop, a balloon tamponade, and covered stenting. Multiple units of blood were also administered. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿